Event description:
It was reported that there was a lead fracture. It was further reported that there were high thresholds, oversensing, and that the patient received inappropriate shocks. The patient further reported that he was shocked 6 times and that the lead fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned and analyzed.